Event description:
It was reported that a faradrive steerable sheath during procedure to treat a persistent atrial fibrillation (a fib) presented a leak. This happened after completing the ablation portion of the procedure, and the end of the re-map portion. As the physician was finishing up remapping, the faradrive sheath began to leak out the proximal end while the mapping catheter was still in it. When mapping catheter was coming out of the sheath, the leaking worsened. This happened with two minutes left in the procedure, so no replacement was necessary. The procedure was completed successfully without patient complications. The sheath was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.